Manufacturer narrative:
The manufacturer did receive x-rays for review. The device has not yet been received for investigation. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that a patient was revised on (B)(6) 2016 due to bone fracture and was implanted with an anatomical shoulder, humeral stem, cemented, 9, 200 mm. This implant was used as a spacer for a two stage revision. From a as fracture short to a as fracture long stem. It is also reported, that surgeon used a cemented revision humeral stem (without cement) in a manner similar to an intramedullary nail with the as domelock head and dome centric. At point of revision humeral stem was loose in humeral canal and dome centric was easily separated from stem. As domelock head and dome centric were misaligned but well connected after removal. The case at hand address the revision surgery performed on (B)(6) 2016 due to pain and loosening of the stem. First revision due to bone fracture is addressed in case (B)(4). Misaligned of as domelock head and dome centric is addressed in case (B)(4).

Manufacturer narrative:
Additional information was received on august 22, 2016: surgical reports, x-rays on cd, patient underwent wound debridement on (B)(6) 2016, during debridement, small free bone fragment was detected, which was removed. Review of surgical reports and x-rays is part of our investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: the received document from complainant states that a cemented revision as 2.0 size 9 stem and anatomical shoulder humeral head ø40-14 were revised due to pain. It was used as a spacer for a two stage revision from an as fracture stem short to an as fracture stem long. As additional comments on this document it is stated that the surgeon intended a two-stage revision of a short fracture prosthesis to a long fracture prosthesis using a cemented revision humeral stem (without cement) in a manner similar to an intramedullary nail with the as domelock head and centric dome. At point of revision the humeral stem was loose in the humeral canal and the centric dome was easily separated from the stem. Review of surgical reports: four different surgical reports were received for review including the implantation and revision report for the concerning prosthesis. The surgical reports can be summarized as follows: surgical report (B)(6) 1996: the indication for a total shoulder prosthesis was given by a complete destruction of the shoulder joint. The patient history includes osteosynthesis of the humeral fracture, consecutive posttraumatic malposition and avascular necrosis, frozen shoulder, pretreated using an arthroscopic capsulotomy. The treatment is scheduled in two sessions; after the capsulotomy the implantation of total shoulder prosthesis is now performed. The surgery include debridement, adhesiolysis, neurolysis axillary nerve and a shoulder arthroplasty on the left with a prosthesis type neer 15 mm narrow, medullary plug biosem 10 and glenoidtype neer. Surgical report (B)(6) 2016: the patient is diagnosed with a humeral periprosthetic fracture after a rear-impact crash with low speed. The prosthesis was implanted in course of a revision surgery on (B)(6) 2006 due to loosening of the glenoid and secondary proximal transverse fracture. It is planned to perform an osteosynthesis with a longer stem. The intervention of this surgery is described as follows: change of the prosthesis to a long stem-hemiprosthesis, 2x fiberwire-cerclage, (zimmer hemiprosthesis anatomical; stem cemented 9-200 pressfit, domelock 42-15 mm) shoulder left. A deltopectoral access is used to open the shoulder joint. The head of the prosthesis is removed. The prosthesis is loosened with chisels proximal and is tried to remove. The prosthesis shows a very good support and is fully anchored. A longitudinal splitting of the humerus anteromedial with a milling cutter is performed. The prosthesis is removed after a better dismantling with the chisel. An attempt is made to string the distal humeral fragment on the prosthesis size 10.5-200 but the humeral shaft is too narrow. Therefore, it is decided to use a stem size 9-200 but to string the fragments directly failed. Therefore, the decision is taken for an open reduction by extending the skin incision and columns of the brachial falls centrally. While impacting the prosthesis a fissure of the distal shaft occurred. Therefore double fiberwire cerclage strength 5 is used on the distal fragment and an additional retention is performed more proximal with another fiberwire cerclage, which includes both fragments. Then the definitive stem is impacted followed by placing a domelock head size 42-15 in standard position. Surgical report (B)(6) 2016: it came to a wound healing disorder in the postoperative course of the revision surgery performed on (B)(6) 2016. Therefore it was decided to perform an open debridement. The scar is excised and samples are taken for bacteriological examination. Debridement of the fibrin-coated deep tissue to the muscles is performed. In the area of the prosthetic head a free small bone fragment is shown and removed. Surgical report (B)(6) 2016: the surgical report describes the revision of the shoulder prosthesis with a stem and a head change as well as an osteotomy and distalization of the tubercle left. The indication for the revision surgery was given due to a radiologically observed subtotal dislocation of the head component. The shoulder joint is prepared through the old scar until the head and proximal part of the stem are visible, respectively. The head is completely loosened, as already assumed based on the x-ray evaluation. The stem, which has been implanted as intramedullary nail, shows a pronounced rotational instability. Considerable debridement and release of the components ist done. It is assumed that the dislocation is probably due to the secondary subsidence of the stem and contact of the head to the calcar. The stem can now be removed easily with 2 fingers. It is decided for a fracture stem size 11-180 mm as the rasp size 13 could not be introduced deep enough and the rasp size 11 showed a reasonable positioning. Implantation of the new stem, this has a relatively good support. The assembled prosthesis with head size 40 in a vaguely retro version can now be easily repositioned. Patient history: based on the different information on the received surgical reports the following overview of the patient history regarding the left shoulder in chronological order was outlined. Previous osteosynthesys of a proximal humeral fracture (surgery was not performed at the same hospital): on (B)(6) 1995 and (B)(6) 1996: two stage intervention with debridement and arthrolysis then implantation of a neer prosthesis due to avascular necrosis at the humeral head. On (B)(6) 2006: loosening of the glenoid and periprosthetic humeral fracture led to removal of the neer prosthesis and implantation of anatomical shoulder¿ fracture stem. On (B)(6) 2016: humeral periprosthetic fracture after a rear-impact crash with low speed. On (B)(6) 2016: removal of anatomical shoulder¿ fracture stem and implantation of anatomical shoulder¿ cemented long stem. On (B)(6) 2016: open debridement due to wound healing disorder. On (B)(6) 2016: removal of anatomical shoulder¿ cemented long stem and implantation of anatomical shoulder¿ fracture stem. Review of x-rays: two x-rays and an image taken under fluoroscopic control during the surgery dated (B)(6) 2016 were received. The x-rays show the implanted stem and a fracture of the humerus. Four x-rays taken on (B)(6) 2016 show the left shoulder before the revision surgery in different views. On three of the x-rays a misalignment of the dome within the humeral head can be observed. There is only one cerclage visible in the proximal area of the stem on all of the x-rays received. In the surgical report of the implantation it is mentioned that by impacting the prosthesis a fissure of the distal shaft occurred. Therefore a cerclage is used on the distal fragment and an additional retention is performed more proximal with another cerclage, which includes both fragments. This discrepancy cannot be further explained. The x-rays taken before the revision surgery show a clear misalignment or subtotal dislocation of the head and the dome . The area of the connection is covered by the head on the x-rays taken in (B)(6) 2016. Therefore it stays unknown if the misalignment existed already from the beginning or became loose and got reengaged at some point during the time in vivo. Devices analysis: visual examination: the humeral stem shows slight scratches and no bone on-growth on the anchoring surface some darker spots are visible on the anterior side of the neck region most likely deriving from an electro cautery tool. The taper exhibits some almost circumferential burnishing. Conclusion summary: the patient received the first shoulder prosthesis in (B)(6) 1996 which was revised in (B)(6) 2006 due to loosening of the glenoid and a periprosthetic fracture proximal. An anatomical shoulder¿ fracture stem was implanted which was then revised in (B)(6) 2016 due to a periprosthetic fracture after a rear-impact crash and exchanged with the received anatomical shoulder¿ system. In (B)(6) 2016 an open debridement was performed due to a wound healing disorder in the postoperative course of the revision surgery. The anatomical shoulder¿ system was then removed in (B)(6) 2016 after approximately 10 weeks in vivo due to pain and a partial dislocation of the head. At point of revision surgery the humeral stem was loose in the humeral canal and the dome was easily separated from stem. The head and the dome were misaligned but well connected after removal. It is reported that the system was used as a spacer for a two stage revision in a manner similar to an intramedullary nail. However, the two stage revision surgery is not reflected in the surgical report of the implantation surgery. The surgical report mentioned a cemented humeral stem pressfit in the intervention section and describes the implantation of the stem without cement which is considered off-label use. At point of revision surgery the humeral stem was loose in the humeral canal most likely due to its missing cement. As this stem is intended for a cemented use it is unlikely that bone will grow onto the stem and therefore the stem remains loose. The patient experienced pain which led to the revision surgery. It is mentioned in the package insert that improper fixation of the implant components may result in unusual stress conditions reducing the service life of the prosthetic implants. It is hypothesized that the improper fixation of the stem due to the missing cement may have resulted in unusual stress conditions and possibly contributed to the pain leading to the revision surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).